Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the screw broke during a crossing technique procedure. The surgery was completed using the same size screw. There was a delay of less than ten minutes and the patient did not retain a foreign body. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed signs of wear, with the tip of the screw being clearly worn down and rounded off. The screw was functionally tested using a blade and driver to drive the screw into a block of white oak wood. The screw would not insert into the wood block. The screw had good retention, and was able to support the weight of the driver. There are no indications of manufacturing defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the product experiencing excessive force during an insertion attempt. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.